Event description:
The field service coordinator (fsc) reported to olympus on behalf of the customer that the 4k uhd lcd monitor had an intermittent fault where the monitor would not power up and the screen was not visible (no image) during preparation for use. The intended procedure was completed with another similar device. There were no reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed due to a faulty power supply unit (psu). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of ¿the power of the monitor cannot be turned on¿ occurred due to faulty power supply unit. Olympus will continue to monitor field performance for this device.